Manufacturer narrative:
The laboratory evaluation will be forwarded in a follow up report when it is received.

Event description:
The complainant reported that a companion clearstar pump over-delivered because the set dose was not retained. The patient is a male with a medical history of inability to swallow, profound physical and mental impairment caused by prolonged period of oxygen deprivation following heart surgery at age 6 months, reflux, aspiration risk, and "leaking heart valve". The patient was to receive feeding of 170 ml volume at 150 ml per hour rate two times per night. It was reported that the feeding container was filled with 400 ml of formula and that the pump failed to retain the set dose in memory when the pump was turned off. When the pump was turned on again, the set dose returned to zero resulting in the delivery of all 400ml of formula in the feeding container. Following the event, the child's mother gave the child chest physiotherapy and the child appeared to recover from the event. No medical intervention was reported. The pump was replaced and will be returned for evaluation. Although the child was not reported to have experienced a serious injury or illness associated with the vent or medical intervention, this child has risk factors for aspiration i.e., inability to swallow, gi reflux.